Manufacturer narrative:
Correction to e1: initial reporter e-mail (update). Additional information: d9, h3, h4, h6(update codes), and h11. H4: the lot was manufactured between 15 september 2025 and 17 september 2025. H11: two(2) actual devices and three (3) photographs of the sample were received for evaluation. Visual inspection of photos and returned samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using tap water via a known, properly functioning repeater pump on samples 1 and 2. Leakage was observed in sample 1 due to tubing being detached from the blue connector. No visible leaks were observed in sample 2, the whole tubing set was intact. The reported condition was verified in sample 1. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) sterile repeater pump tube sets leaked between the clamp (pump connectors) and tubing. This occurred during compounding. There was no patient involvement. No additional information is available.